Manufacturer narrative:
Pump received with severely cracked and bleeding lcd glass. Unable to confirm missing segments, no delivery alarm and perform functional checking including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, unexpected test and all operating current test due to due severely cracked and bleeding lcd glass. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's screen was broken. Customer stated the screen was cracked across the top. Customer's blood glucose was 400 mg/dl. The customer stated the insulin pump was dropped, causing the damage. Customer also reported no delivery alarms on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.